Manufacturer narrative:
The device and the lens were returned separately inside the opened blister tray in the opened carton. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has been retracted to mid-nozzle. No damage was observed to the device. The lens was returned in the floor of the opened blister tray. Viscoelastic was dried on the lens. The optic was scratched. Product history records were reviewed and documentation indicated the product met release criteria. Qualified viscoelastics were indicated. The root cause cannot be determined for the complaint. The reported scratch was observed. Qualified viscoelastics were indicated. The plunger was retracted. The plunger position in relation to the lens during advancement cannot be determined. It cannot be confirmed if the lens was in the proper position for advancement. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a negative outcome. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the scratch was noticed upon implant. The lens was removed and replaced with a backup lens. There was no impact to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported issue. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the scratch was noticed upon implant. The lens was removed and replaced with a backup lens. There was no impact to the patient.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a scratch on an intraocular lens (iol) in a preloaded delivery system prior to implant. There is no reported patient harm. Additional information was requested.